Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the battery oscillator device was broken and would not turn off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device being broken and would not turn off was confirmed. A visual and functional assessment was performed on the device which found that: the electrical control unit was shorted; therefore, the pre-repair diagnostic assessment could not be completed. It was further determined that an unknown liquid was found inside the unit, the back end of the motor was excessively corroded, the set screw was worn and the electrical control unit was damaged and shorted. The assignable root cause for the worn set screw was determined to be due to normal wear. The assignable root cause for the unknown liquid inside the unit, corrosion at the back end of the motor and damaged ecu was determined to be due to improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.